Manufacturer narrative:
On 19-apr-2023, the device evaluation details were updated to clarify, it was confirmed that the reported map shift was caused by metal interference. The system displayed a warning, but the user ignored the warnings. The fam and anatomical data were taken under high alternating metal levels resulting in inconsistent map location. The reported map shift was related to user error. There was no problem with the system during the case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-apr-2023, the date of manufacture for the carto® 3 system was provided as 24-apr-2019. This information has been updated under field h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On 19-jan-2023, the initial reporter facility details were provided as, (B)(6) hospital, greece. The appropriate fields in section e initial reporter have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the initial reporter facility name is unavailable. Follow up is in progress. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported by the bwi representative that when creating the map, after a while, the map shifted. They managed to complete the case by creating a new map. No patient consequences. No delay. Additional information received indicating that the system did not provide any error. Operators discovered the map shift through x-ray machine. The issue was seen during ablation and the map shift difference was 0.5-1cm. The physician did not perform cardioversion and the patient did not move. The patient was under general anesthesia.

Manufacturer narrative:
It was reported by the bwi representative that when creating the map, after a while, the map shifted. They managed to complete the case by creating a new map. No patient consequences. No delay. Additional information received indicating that the system did not provide any error. Operators discovered the map shift through x-ray machine. The issue was seen during ablation and the map shift difference was 0.5-1cm. The physician did not perform cardioversion and the patient did not move. The patient was under general anesthesia. Device evaluation details: the field service engineer (fse) followed up with the account and confirmed that there was an unnoticed map shift during the case. According to biosense webster inc (bwi) reprsentative, map shift was not reproduced, and the system performs to specifications. Data related to the reported issue was sent to the device manufacturer for the issue to be investigated. It was confirmed that the reported map shift originated from metal accompany with warning, and the user ignored those metal minor warning. The fast anatomical mapping (fam) and anatomical data were taken under high alternating chest patch metal levels. The result is that the heart mapping location was inconsistency (due to the alternate metal) without compensation from the back patch, back patch maximal move was smaller than 1mm across the study. The reported map shift related to user error. System is operational. The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed. 1 other complaint may be related to the reported issue. A manufacturing record evaluation was performed for the carto 3 system # 35317, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).